Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure on l1-s1 to address severe scoliosis. It was reported that a 3define scan was completed, and the doctor skipped draw spine as the stylus had become unsterile right before the start of the procedure. The patient was small, so the surgical team was able to get all of l1-s1 in both the ap and obl shots. Registration was accepted successfully on all levels. The manufacturer representative had the surgeon look at each level and confirm everything matched with no movement. Prior to sending the arm, the representative received a "warning 5" pop up. The message stated that there was a significant shift at l1, but the surgeon felt that everything looked correct so they proceeded to send the arm to l1. The surgeon placed the k-wire at l1, then sent the surgical arm to l2. The surgeon felt that the arm moved positions, but thought the arm was sending to the same trajectory as l1. A fluoro image was taken and it was shown that the l1 k-wire was placed into l2. The k-wire was removed, and the arm was resent to l1. There was very little skive potential so the representative and the surgeon did not think this was a skive issue. A k-wire was placed again at l1, but fluoro showed that the arm was sending to l2. Registration was completed again with new images, but the surgical team got the same error message as before, so they then tried to break up the procedure into two segments. While trying to register the first segment they could not get l1, even though the representative was labeling everything correctly. The registration trouble could have been due to the implanting of cages, which changed the anatomy and shape of the spine. The representative attempted manual registration, but that failed as well, so the surgical team decided to cut out l1 from the registration. Registration was achieved from l2-s1 with no warning message. All trajectories, except for l1, were executed successfully. The surgeon did not want to register for l1, so they freehanded it. There was no patient harm and the procedure was not delayed over an hour.